Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17109. It was reported the pt experienced burning across her entire lumbar region in addition to up and down her spine due to overstimulation and power surges. A sjm rep was unable to resolve the issue with multiple reprogramming attempts.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.